Event description:
It was reported that the lead was replaced due to noise along with elevated impedance values and inappropriated shocks. The lead was explanted and replaced. No patient complications have been reported as a result of this event.